Event description:
On two different occasions, the gravifeed syringe cracked at the top of the device during use. This syringe does not use a plunger and has an accordian style primer used for feeding. The milk was placed in the syringe and when the primer was pushed, it cracked. The same issue occurred on two different patients and also involved two different healthcare providers. The two devices involved are also from different lots. There was no injury to either patient.